Manufacturer narrative:
(B)(4) it has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The doctor had placed a microsensor in a patient and was out of town when microsensor needed to be removed. The doctor removed microsensor and tip broke off and was still in patient's head. Patient went to surgery to have the tip removed.